Event description:
Boston scientific crm received information that there was noise that was oversensed on the ventricular channel. No adverse patient effects were noted as the patient was not dependent.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that the noise was an ongoing issue. As a result, the right ventricular lead was surgically abandoned. No additional adverse patient effects were reported.